Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient did not get therapeutic relief from the ins since implant date. The patient had tried reprogramming ins, but the ins had never adequately covered pain. The patient stopped using theins a couple of years ago, and now, the patient rep. Said the ins was causing pain for the patient and the patient wanted to get the ins explanted. The patient was in pain when they hit the toilet with the ins and the ins was causing the patient discomfort. The patient rep. Said the patient had allowed the ins to deplete. The patient rep. Also asked "if there was a recall on the patient's ins." Patient services specialist reviewed recall information.  The patient's hcp said they would not perform the ins explant. The patient was redirected to their healthcare provider to further address the issue. Additional information received. Patient reported they need to remove battery pack. It was giving them extreme pain. Issue not resolved yet. Additional information received. He reason for call was caller checking on MRI eligibility. Agent reviewed MRI eligibility and then caller stated that their implant battery was removed maybe 3 years ago because it was causing them a great deal of pain and they couldn't deal with it anymore. Caller stated that the medtronic system never helped them at all and they could never localize the place where they hurt. Caller did not know hcp or facility name. Agent recommended for MRI tech to call tech services or go to medtronic.com/MRI for further information. Caller reports per op-note dated (B)(6) 2021, patient had ins explanted on (B)(6) 2021 by dr. (B)(6). Caller reports the paddle lead was left in place. See general text for omitted information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.